Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead. The patient also reported dizziness and near syncope during the noise episodes. The patient was scheduled for lead revision on (B)(6) 2024, and the lead was capped and replaced. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received .